Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential embolism. The exact root cause cannot be determined. It is possible that the user performed excess tamping during closure which resulted in the anchor detaching and migrating to the patient's knee. However, this could not be confirmed based on the available information. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A3b: gender: n/a a4: weight: 95.3 kg (210 ib) d6b: explanted date: device was not explanted e3: occupation: physician-surgeon height- 1.753 m (5'9") body mass index is 31.01 kg/m2. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The patient reported that her cardiologist performed was a left heart cath. The doctor found no blockages and closed the insertion of your terumo valve. When preparing to leave the hospital, the patient woke up and felt a strange sensation in her right lower leg. The attending nurse, lightly tapped with a pen, asked if I felt that, then recommended going home to rest. That night the patient felt her right foot was much colder than her left. At 9am the next morning, the patient called the doctor and left a message. Around 9:30am, the doctor suggested the patient go to the nearest emergency room. At the hospital emergency room, her leg had an ultrasound. Within a few minutes, the patient was taken to the hospital where they performed an embolectomy and discovered broken pieces of the closure valve. The fractured pieces were from the insertion location and traveled down my leg artery and logged behind my knee, blocking the blood flow down my leg. Months later, the patient has a severe scar and painful numbness, down my calf. The patient has difficulty walking for extended periods of time and difficulty sleeping. The doctor reported that healing could take time and claims that the length of time without that blood flow could have permanently affected my leg. Pre-procedure diagnosis indicated an abnormal stress test with inferior st depressions and ventricular bigeminy at peak. Post-procedure diagnosis: hypertensive heart disease with left ventricular hypertrophy, tortuous coronary arteries, and mild myocardial bridging in the left circumflex and left anterior descending arteries. The patient presents with the following indications: shortness of breath r06.02, ventricular bigeminy i20.89, an abnormal electrocardiogram during an exercise stress test r94.31, and benign hypertensive heart disease without heart failure i11.9. The ejection fraction is visually estimated to be over 55%. Normal left ventricular systolic function is observed. There is bridging in the left anterior descending artery (lad) and left circumflex artery (lcx). Vasculature is tortuous throughout. Coronary findings revealed that the right coronary artery vessel was observed by angiography, small and usually normal. The vessel originates from the right sinus of valsalva, the vessel appears structurally normal, nondominant. No interventions have been documented. Measurements of the cath ef estimated were 60% and the lv end diastolic pressure (lvedp) was 6 mm following segments are normal: mid anterior, mid inferior, basilar anterior, basilar inferior, apical, and apical inferior. The left ventricular size of the heart is normal, the left ventricular systolic function is normal lv systolic pressure is normal, the lv end diastolic pressures measured to be 6 mmhg. Lv end diastolic pressure is normal. The ejection fraction is more than 55% by visual estimate. There are no wall motion abnormalities in the left ventricle. There is no evidence of mitral regurgitation. There is no mitral valve stenosis, and no mitral valve prolapse evident. There is a normal mitral valve motion. The annulus is normal. There is normal aortic valve motion. There is no aortic valve stenosis. Tortuous coronary vasculature with bridging noted in multiple segments of the left circumflex and lad system. The aortic root is normal. There is no implant documentation for this case. This study did not cause any complications. The total sedation time was moderately sedated throughout the 23-minute procedure. The initial dose was administered, and an independent trained observer administered subsequent medications at request. Monitored with the monitor role staff, the patient's level of consciousness and physiological status throughout. Discharged diagnoses resulted from no active hospital problems. The condition at discharge was stable. Nursing notes revealed no distress. Tolerated lhc procedure with the doctor, and the right groin site was clean dry and intact. No bleeding, hematoma, or bruising noted. The site care and doctor instructions were discussed with the patient, verbalized understanding. Ambulated, tolerated meal and liquids. Removed. Assisted patient to the lobby with daughter awaiting in a private vehicle to the home. The left unit is not in distress. Operative notes; pre-op diagnosis: limb ischemia 199.81. Procedures: embolectomy: right lower extremity embolectomy via popliteal artery cutdown below the knee. Procedure summary: genera; asa: il; estimated blood loss: 300 cc; total IV fluids: ml. Drains: urethral catheter non-latex; double-lumen 16 fr. Collection container: standard drainage bag; no dependent loops or kinks; drainage bag below bladder. Procedure details from (B)(6) 2023: the patient was seen in the preoperative area. The risks. Benefits, complications, treatment options. Non-operative alternatives, expected recovery and outcomes were discussed with the patient. The possibilities reaction to medication, pulmonary aspiration, injury to surrounding structures, bleeding. And creating a complication requiring transfusion or operation were discussed with the patient. The patient concurred with the proposed plan, giving informed consent. The site of surgery was properly noted, marked it necessary per policy. The patient has been actively warmed in preoperative area. Preoperative antibiotics have been ordered and given within 1 hour of incision. Venous thrombosis prophylaxis is not indicated. The patient was taken emergently to the or. An incision was made medially in the leg below the knee. The incision was made with a knife. Cautery was used to get through the continuous tissue. Care was taken not to damage the saphenous vein. After entering the fascia, cautery was used to take down the soleus muscle away from the tibia to expose the entire popliteal artery. The artery was dissected away from the vein and the nerve. There was no pulse in the artery. It was vessel controlled. The patient was given heparin. A transverse arteriotomy was made just proximal to the takeoff of the anterior tibial artery. There was back bleeding. There was no bleeding from the proximal popliteal artery. I tried to pass the embolectomy catheter up and it would not pass. After multiple attempts I had to make another transverse arteriotomy higher up. At this location, there was thrombus in the vessel. It was pulled with forceps. There was a plug with string attached that was taken out and sent as a specimen. Further embolectomy yielded normal flow. The arteriotomies were closed using interrupted stitches with 7-0 prolene. At this point there was a palpable pulse in the popliteal artery distal to the repairs. There was also a palpable dorsalis pedis pulse. I placed a needle into the popliteal artery and performed an angiogram. There were no significant defects in flow, mainly down the anterior tibial into the foot. At this point, hemostasis was achieved. The wounds were closed in multiple layers using vicryl for the deeper layers and monocryl for the skin. Dermabond was applied. Findings: a femoral closure device was found in the popliteal artery complications: none: patient tolerated the procedure well. Disposition: pacu - hemodynamically stable. Condition: stable. Physical exam: lungs: no dyspnea; cv: regular rate and rhythm; neuro: intact; abdomen: soft; extremities: pedal pulses are palpable on the left foot and absent on right. The right is cool compared to the left. The right foot is pale. There is decreased sensation. Motor functions are intact. She is able to be ambulated. Reviewed CT (computed tomography) images: the popliteal artery is on the right side below the knee. The distal vessels are patent. The femoral artery is patent and there is no sign of any injury after the catheterization. Vitals: last 24 hours (low-high, last) temp: [36.2 c (97.2 f)-37.2 c (99 f) 36.2 c (97.2 f) heart rate: (58-81) 69 resp: (112-20) 12 bp: (129-209)/(65-107) 149/76 sp02: (96/-100%) 99% 02 delivery method: nasal cannula 02 flow rate (l/min): (4 l/min) 4 l/min.